Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The device was received and evaluated. Saline residue was visible in the suction tube, indicating the device was used. No anomalies were found on the active tip. Functional testing was conducted. The device was connected to the test generator and default settings were present. The device was recognized and receiving power. Via activation of the footswitch the device was activated at maximum wattage in both cut and coagulation mode. The device was tested with 30 second continuous use, both modes functioned as intended. This complaint is not confirmed. There is no possible root cause for why the user experience any issues as the device passed functional testing. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during a shoulder arthroscopy surgical procedure, it was observed that vapr cool pulse electrode did not work - ablate and coagulate. According to the reporter, when they started to use it to ablate some tissues, they found that it was not working. It was reported that there was no response from the device. It was reported that all connections even power and restarting the device were checked and performed but to no avail. An identical spare device was used to complete the procedure without patient consequences nor delays. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was noted to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
Additional information received from the affiliate on 01/16/2019 clarifying the original event description stating that surgical intervention was not required for this case as previously noted.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated. Saline residue was visible in the suction tube, indicating the device was used. No anomalies were found on the active tip. Functional testing was conducted. The device was connected to the test generator and default settings were present. The device was recognized and receiving power. Via activation of the footswitch the device was activated at maximum wattage in both cut and coagulation mode. The device was tested with 30 second continuous use, both modes functioned as intended. This complaint is not confirmed. There is no possible root cause for why the user experience any issues as the device passed functional testing. The DHR review indicated that this batch of devices were processed without incident, therefore, there is no evidence of manufacturing anomalies on the records reviewed. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).